Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap cap, and septum for anomalies and none were found. Ran the occlusion test and no occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 350 mg/dl. The no delivery alarm was caused by an infusion set/reservoir connection. The reservoir freezes up. The customer was advised that the device would be replaced and agreed to return the product for analysis.